Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned for the reported issue of ¿aspirate/draw (cannot/difficult) and leakage¿ with lot number 2216582 regarding item number 300847, so retention samples were used for the investigation. The device history review (DHR) of material number 300846 with lot number 2216582 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on two retention samples where the investigating team has visually tested the one samples for leakage and no leakage was found in the retention samples and other one sample use for plunger movement force and plunger movement force found with in limit. The exact root cause can only be determined if we receive the original sample.

Event description:
It was reported that 5 bd discardit¿ ii 2-piece syringe experienced leakage. The following information was provided by the initial reporter: and there was also instance of leakage from syringe while delivering medication.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd discardit¿ ii 2-piece syringe experienced leakage. The following information was provided by the initial reporter: and there was also instance of leakage from syringe while delivering medication.